Event description:
Eagle 0.7 punctum plugs were placed in both lower lids of the pt in 2003. Pt returned in 2006, reporting the plug in the left lid came out and was experiencing discharge. There was granulation tissue in punctum. Pt. Was treated with tobradex and subsequently placed a large supereagle in the punctum in the following month. The plug was then removed three months later because of reactive granulation tissue around the plug. Dr. Excised the tissue and cauterized punctum. Pt. Returned in 2007 complaining of dryness and noting the plug r lower lid extruded one week earlier. Dr. Placed large supereagle r lower lid in 2007. In 2008, plug was in good position. Nine months later, pt returned with partially extruded plug, still attached to punctum with tissue. Plug was removed in office. Pt. Treated with tobradex and is in good condition.

Manufacturer narrative:
Based on the information received regarding the events in 2006, two (2) additional reports will be submitted. No additional information is expected.